Manufacturer narrative:
Additional information received on 11 november 2017: the patient was instable for years. On 22 dec 2017 the medical affairs made the following analysis: insert revision in tka 3 years and 7 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. On 02 jan 2018 the r&d project manager made the following comments: from the pictures in our hand, it is not possible to properly determine if the insert is dimensionally in compliance with the specification, damaged or plastically deformed. Batch review performed on 02 january 2018: lot 130891: (B)(4) items manufactured and released on 11 april 2013. Expiration date: 2018-02-28 no anomalies found related to the issue. To date, (B)(4)items of the same lot have been already sold with 1 similar reported event.

Event description:
The patient came in complaining of instability. The cause of instability is unknown. The surgeon revised the liner from a 12mm to a 20mm. The surgery was completed successfully.